Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the controller (B)(6) was not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed twenty-four (24) controller power up events with associated pump start events recorded between (B)(6) 2021. There were several momentary disconnections observed leading up to several losses of power. The controller was without power for an average of 23 seconds per loss of power. Review of the alarm log files revealed three (3) electrical fault alarms logged on (B)(6) 2021 between 05:47:37 and 05:49:48 due to an open phase in the front stator, resulting in single stator operation. Review of the event log file revealed several reactivation events logged on (B)(6) 2021 between 05:47:32 and 05:49:52, due to an open phase on th e front stator. Additionally, one (1) high watt alarm was logged (B)(6) /2021 at 05:48:32, likely due to the increased power consumption required to run on a single stator. As a result, the reported event was confirmed. There is no evidence that the lubrication servicing was performed on the associated power sources. Based on the risk documentation and available information, a possible root cause of the reported electrical fault alarms and observed reactivation events can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. The most likely root cause of the observed high watt alarm can be attributed to the increased power consumption required to run on a single stator. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. CAPA pr00389403 investigated momentary disconnections; even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited three electrical faults and loss of power. The controller remains in use. No patient complications have been reported as a result of this event.